Event description:
On (B)(6) 2013, two gore viabahn endoprosthesis devices were implanted for the treatment of a popliteal artery aneurysm. On (B)(6) 2018, the pt returned to the hospital with a cold leg. Imaging revealed thrombosis was present in the viabahn devices. The pt was admitted to the hospital and received thrombolytic therapy throughout the night. The next morning, the devices appeared patent and the pt was scheduled for discharge from the hospital.

Manufacturer narrative:
Method: review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Note: this reported event involved two device implants device # 1 lot # 11815010 - MFR report #2017233-2014-00063. Device # 2 lot #11810534 - MFR report #2017233-2014-00064.